Event description:
I had a double mastectomy and implantation of breast tissue expanders, mentor brand, on (B)(6) 2019 in (B)(6). After I woke up from surgery, the chest pain was so severe that I had several more visits to my surgeon, pain wouldn't go away with anything for months. I had to go back to argentina to have the implants removed. Symptoms: anemia, severe chest pain, panic attacks, restless legs, anxiety, fatigue, back pain, joint pain, rashes. Had a double mastectomy after a her2+ breast cancer diagnosis. FDA safety report ID# (B)(4).